Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device or the radio frequency controller as identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported that following an uneventful novasure endometrial ablation performed "last month" (date unk) a hysteroscopy was done. No perforation was note at that time. The physician then did a laparoscopy to perform a scheduled tubal ligation and a "burn through the fundus" was seen. A general surgeon examined the pt via the laparoscope and no other injuries were found. No treatment was needed and the pt was discharged home. On (B)(6) 2011, it was reported the pt was seen recently [date unk] and is doing fine".